Event description:
Patient had breast reconstruction surgery approximately seven years ago. Implants were placed. One of the implants was noted to be deflating earlier in this current year. The implants were explanted approximately 2 months after deflation noted.